Manufacturer narrative:
Investigation is complete. This is the same event as 3010536692-2015-00517, -00747, -00749.

Event description:
Allegedly, patient revised due to infection, pain, fever, hot to touch joint. Cultures were done. Pt is diabetic.